Event description:
It was reported that the pt was found dead in bed. The pt had exsanguinated from the catheter. The nurse reported that the catheter was obviously cut. The catheter was believed to be cut by the nearby scissors.